Event description:
Pt treated via pca pump following surgery. Medication changed per physician orders from morphine to dilaudid. Documentation reflects assessment performed at 1800 the next day and again at 0730 the following day. Pt was unresponsive at 0730; pt in respiratory arrest, intubated, narcan given and pt immediately responded. Documentation reflects one source indicating 15cc and another source indicating 15mg of dilaudid missing from syringe at time of respiratory arrest.